Event description:
Heating pad was returned to retailer and the only information provided was that the heating pad got too hot, and burnt a hole through. No injury or property damages was reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product. See scanned pages.